Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found one tear was in the cuff. Cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was also reviewed; no discrepancies were found. The reported customer complaint has been confirmed. However, the cause of the issue was not determined. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that immediately after placement of a smiths medical portex® ultraperc® tracheostomy tube the cuff was found to be blocked. It was reported that the patient was not able to be ventilated. Subsequently, the tracheostomy (trach) tube was changed out with a new one. The cannula was then again noted to be blocked. Five mmls of air was inserted into the cuff and the cuff was then reported to burst. The trach was then required to be changed out again. There were no reported adverse patient effects.

Event description:
Information was received indicating that immediately after placement of a smiths medical portex® ultraperc® tracheostomy tube the cuff was found to be blocked. It was reported that the patient was not able to be ventilated. Subsequently, the tracheostomy (trach) tube was changed out with a new one. The cannula was checked after removal and again noted to be blocked. Five mmls of air was inserted into the cuff and the cuff was then reported to burst. There were no reported adverse patient effects.

Manufacturer narrative:
Report source: (B)(6).